Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the cause had been unknown and the status of the catheter and guidewire were unknown.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (unknown dose and concentration) and dilaudid (unknown dose and concentration) medication via intrathecal pain pump. It was reported that the hcp was using the device and upon removal, the plastic cap came off the wire. No harm to patient. The left lumbar flank incision removal of old pain pump. The catheter was tested with the placement of a new catheter with a 2nd incision in the midline with removal of old nonfunctional catheter and tied off old channel. The new catheter was placed with fluoroscopic guidance along with a new 20 ml pump. It was reported the device failed (e.g. Broke, couldn't get it to work or stopped working) and the device malfunctioned (that is, the device did not do what it was supposed to do). Additional information received from the hcp on 2024-jan-26 clarified that the cap came off the wire was referring to the guidewire handle. The cause of the catheter not functioning was due to it being clogged. The tip of the catheter was plugged with tissue. It was reported the replacement device resolved the event.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial#: (B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2023, product type: catheter. Product ID: 8596sc, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 16-aug-2002, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-jul-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.